Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified knee surgery, it was observed that the motor device died out. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.